Event description:
The customer alleged that she tested her blood glucose using her contour meter and received a reading of 165 mg/dl. She took her insulin and then ate some crackers. The customer stated that her blood glucose plummeted and she had to be rushed to the emergency room. No other information was provided regarding the hospital visit. Control solution was sent to the customer for further troubleshooting. No product will be returned at this time.